Event description:
Revision surgery - the pt had a flexion fracture due to lack of rehab. The pt's right knee had previously been revised, this surgery was for the left.

Manufacturer narrative:
The reason for this revision surgery was to remedy a fracture after 5.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number: two due to infection, one for pain, and one revision. This is the first complaint for this lot number. The root cause for the fracture was most likely due to a lack of rehabilitation. There is no information reported that showed a material, design, or manufacturing problem with the product.